Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-june-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the diluent syringe unit to correct error 4013. The motor pm201 was found to be damaged and was the cause of the problem. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the defective pm201 motor.

Event description:
On (B)(6) 2015, a customer reported a 4013 (specimen syringe home not found) error while operating an aia-360 unit. The custoer rebooted and set the analyzer to the home position but the error persisted. The customer is unable to run patient samples on follicle stimulating hormone (fsh), progesterone (prog), bhcg reproductive hormone, estradiol (e2), and luteinizing hormone (lh). On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, prog, bhcg, e2, and lh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.